Event description:
During a ptca and stenting treatment procedure involving a 99% stenotic lesion in the mid-lad, the maverick balloon ruptured at 12 atm's on the initial inflation. This conclusion was reached when loss of pressure was noted on the pressure gauge. A 6f terumo introducer sheath and a lifeline-athlete gt guidewire were used. A cordis brite tip guide catheter and an unknown type of inflation device were also used. Vessel tortuosity was not a factor in this case. The patient was asymptomatic with this event. The maverick balloon was removed and discarded by the facility. A multi link stent was successfully placed as planned. No patient injuries or procedural complications were reported. Patient status is reported a 'good'.